Event description:
It was reported that the hand piece device "is hissing and leaking gas." The reporter stated that the event occurred during pre-testing, and was not used in surgery. The reporter confirmed that there were no delays in surgery as a spare device was available. No injuries or medical interventions were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual hand piece device was received and evaluated. Reliability engineering completed an evaluation of the device and the findings revealed that this event was due to normal usage wear over time. During the evaluation a functional test was performed and the reported condition was duplicated. As a result, the reported condition was confirmed. If additional information should become available, a supplemental report will be sent accordingly.